Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver case was opened, the internal inspection passed. The battery wrap was cut and inspected and it failed with a cracked battery ic. The battery was replaced with a known good battery and the receiver log was downloaded, rtt loss was observed. Functional testing was unable to be performed. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a defective battery.